Manufacturer narrative:
The impella 2.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) female had impella 2.5 pump inserted in the left femoral. The patient had hemolysis during pump support and was seen in hematuria values going up and was put on continuous hemodiafiltration (chdf) for renal function support. Hemolysis persisted until explant of impella.

Manufacturer narrative:
New information was received that the patient had bacteremia at the insertion or other procedures (including from previous doctors). There was interventional treatment which was antibacterial drug administration, early impella removal, swan (sg) catheter removal, central venous (cv) line, and intubation tube replacement. The pump was returned for evaluation. There was no biomaterial found in the returned pump. The pump was run in a beaker of water and ran properly without any suction alarms. The returned pump was also tested for hemolysis and passed hemolysis testing. The pump was caught on the papillary muscle during the case but it is unknown if the pump was released from the papillary. Hemolysis during the case may have been caused by improper positioning or by being caught on the papillary muscle. Impella passed all sterilization inspection therefore, the cause of sepsis was unable to be determined since it is unknown when bacteria was introduced to the patient or if bacteria was transmitted by other equipment.